Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected blood glucose test result range is not known. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed by customer fasting during call on (B)(6) 2015 produced result of 77 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6). Adverse event not reported.